Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that "defective stapler - customer is reporting that the staples are catching and not releasing smoothly post fire". To continue therapy another device was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The reported complaint could not be confirmed by the photos. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be properly aligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least four staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the frame by the tecate manufacturing site. The inner width of the frame measured .476", which does not meet the minimum specification of .520" per drawing. Non-conformance was previously opened by the manufacturing site to address this issue. Several actions, including quality alert and supplier notification, were taken to address this issue as part of non-conformance, which was closed on 12-dec-2024. The returned sample was manufactured prior to these actions on 18-dec-2023. Upon functional inspection, the trigger repeatedly became stuck when firing. It was observed that the pawl became out of position. When the pawl was reset, it became out of position upon the next firing attempt. The device was disassembled. No other defects or anomalies were observed. The trigger component of the complaint sample was placed into a lab inventory stapler, and the unit failed functional testing. After firing two staples, the pawl came out of position again. The device was sent to the tecate manufacturing site for additional evaluation. It was observed by the tecate manufacturing site that the complaint sample frame had a yellowish tint. The source of the yellowish tint could not be conclusively determined. Upon functional inspection by the tecate manufacturing site, the complaint sample fired a staple successfully. However, it was confirmed that the pawl did not return to its proper position after firing. It was observed by the tecate manufacturing site that the assembly of cover block and frame was loose. It was confirmed that the frame did not meet the minimum .520" spec along its entire width. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Drawing was also reviewed as part of the complaint investigation. The reported complaint of "misfire/jam - staples not releasing" was confirmed based upon the sample received. Upon functional inspection, the trigger repeatedly became stuck when firing. It was observed that the pawl became out of position. When the pawl was reset, it became out of position upon the next firing attempt. The sample was returned to the tecate manufacturing site for further evaluation. At the tecate manufacturing site, the reported issue was again confirmed, width of the frame component was measured to be out of specification. Several actions, including quality alert and supplier notification, were taken to address this issue as part of non-conformance, which was closed on 12-dec-2024. The returned sample was manufactured prior to these actions on 18-dec-2023. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "defective stapler - customer is reporting that the staples are catching and not releasing smoothly post fire". To continue therapy another device was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".